Event description:
Reporter alleged obtaining a discrepant blood glucose result of 250 mg/dl on the compact plus system compared back to back with a result of 101 mg/dl on the doctor's system when testing was performed within 10 minutes. No action or treatment resulted. Reporter stated that at a different time another comparative test of 309 mg/dl was performed back to back with a result of 87 mg/dl within 10 minutes on the compact plus system. Reporter indicated that he was experiencing some hypoglycemic symptoms and he self-treated with food. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.